Manufacturer narrative:
Initial.

Event description:
It was reported that the user missed a meal announcement for dinner and later recorded a blood glucose of 219 mg/dl while using the ilet system; the caregiver contacted support and was advised not to enter a late meal announcement because the correction algorithm would address the elevated glucose. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention beyond education, and no hospitalization. Customer care agent performed investigative communication with the user and troubleshooting with education on proper meal announcement timing for optimal automated insulin delivery. Investigation of this case revealed no device malfunction and no component failure, and the event was attributable to user error related to a missed meal announcement with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error with appropriate device performance.